Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an endoscopic hemihepatectomy surgery, after firing, it was noted that the staples were malformed. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2020. Additional information was requested and the following was received: did the patient undergo any preoperative radiation or chemo therapy? Yes. What anatomical structure was the device fired on? Hepatic vein. Were there any unusual sounds? No. What buttressing material was used? None. Did the surgeon wait 15 seconds prior to firing? No.